Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the console not recognizing the motor was not confirmed. The centrimag motor (serial #: (B)(4)) was returned for analysis the reported event was unable to be duplicated; the motor was recognized by the console as intended. However, the motor did not operate above 4700 rpm and could not reach 5000 rpm. The motor was scrapped and forwarded to product performance engineering (ppe) for troubleshooting. The motor was connected to a test centrimag system and was recognized by the console. The motor was able to reach and operate at set speeds; however, the motor speed would fluctuate when the motor cable was manipulated by the motor end bend relief. The motor cable then underwent a resistance test and an open lead was found and increased resistance. The motor cable was stripped by the motor end bend relief and kinked conductors were found; however, a severed wire was not observed. No further troubleshooting was performed. The root cause of the reported event was unable to be conclusively determined through this analysis; however, the conductor breakdown in the motor cable may have contributed to this event. There was also an incidental finding of a missing motor cap. The device history records were reviewed for the centrimag motor and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag motor could not be recognized by main unit. The issue persisted with a different main unit, so the motor was sent in for inspection.